Event description:
It was reported that they've been experiencing difficulties charging their implantable neurostimulator (ins). Pt stated the issue has worsened with time and they are now unable to charge their ins at all. The patient (pt) also stated that the recharger cord is becoming hot. Pt stated an error message displayed but they were unable to provide details. A replacement recharger (rtm) was sent out. No symptoms were reported. 2022-10-27 rtg0354411, rpl 361363: additional informationwas received, they got the replacement recharger antenna (rtm), but still got "system problem: cannot continue: call medtronic: rm05." Pt said the rm05 code was coming up prior to getting the rtm replaced and was contributing to the issues they were having charging their ins. Pt said rm05 code came up every time they charged. During the call, the pt got "no device found" and pressed recharge. Pt got the "checking the recharger" screen and then "system problem: cannot continue: call medtronic: rm05." No damage was detected on rtm. A new controller was requested. 2022-nov-22 rpl 364199 rtg0354411 (rep, con): additional information was received from a manufacturer representative (rep). The rep stated they were with pt for further troubleshooting. Caller stated pt's recharger and controller have both been replaced recently because they have been unable to charge their ins. Caller stated pt has been unable to pair the replacement controller to their ins. Tss confirmed that pt is using the replacement controller and recharger. Tss instructed caller to attempt to initiate a recharge session and system problem rm05 displayed. Caller then used another recharger of theirs and was able to begin passive recharge mode with numbers of 96/100/98 displaying. After a few minutes, caller confirmed they were able to begin 'recharging excellent'. Tss advised caller to continue to charge the ins and sent email to repair to replace the recharger. Caller confirmed the recharger was a newer model recharger so loaner program does not apply. [Refer to 705195458 for lead revision]

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed non-conformances and the recharger was subsequently scrapped. The recharger cable insulation was torn with exposed wiring. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.